Manufacturer narrative:
(B)(4). Correction - device code 1494 removed. Evaluation summary: a visual, functional and dimensional inspection was performed on the returned device. The reported kinked shaft was confirmed. The reported difficult to position (guide wire) was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to position (guide wire) as it was unable to be confirmed during return analysis; however, the reported kinked shaft appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation in a chronic total occlusion of a mildly calcified mid left anterior descending artery that was 100% stenosed. The access site was via the radial artery. An attempt was made to advance a 2.8 x 26 mm graftmaster covered stent; however, it might have met resistance with unspecified guide wires and the proximal shaft became kinked. Therefore, the covered stent was removed and balloon inflation was performed to seal the perforation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.